Event description:
Complainant alleged that during biomed testing, the device displays a "pacer fault 122", "pacer fault 123" and "pacer fault 126" message. Complainant indicated that there was no patient involvement in the reported malfunction.